Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cytostatic medication leaked from the bd plastipak¿ concentric luer lock syringe during use and onto the employee's gloves and safety workbench. The following information was provided by the initial reporter: "they had leakage with a plastipak 50 ml 300865, lot number: 2002292. The drug that was leaking was cytostatic". "Serious injury? No. Course of treatment changed? No. Exposure to medication that leaked? Cytostatics on employee gloves and spill of the cytostatic in the safety workbench. Medical intervention? No".

Event description:
It was reported that cytostatic medication leaked from the bd plastipak¿ concentric luer lock syringe during use and onto the employee's gloves and safety workbench. The following information was provided by the initial reporter: "they had leakage with a plastipak 50 ml 300865 lotnumber 2002292 the drug that was leaking was cytostatic" "serious injury? No course of treatment changed? No exposure to medication that leaked? Cytostatics on employee gloves and spill of the cytostatic in the safety workbench. Medical intervention? No".

Manufacturer narrative:
H.6. Investigation summary one photo was provided to our quality team for investigation. Upon visually inspecting the photo, we are not able to fully verify a leakage past the stopper occurred as the impacted syringe was not directly within focus. A device history review was performed for the reported lot 2002292, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2002292 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.